Event description:
It was reported by the distributor that the hospital experienced a device malfunction involving an aortic punch. The surgeon allegedly was unable to create a hole as intended due to a dull blade on the punch. Another punch (same model) was used to complete the procedure. There were no pt complications reported as a result. The punch was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medial history and is unable to form an opinion as to the relevance of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.